Event description:
This lead was explanted because during a repositioning of the lead the connector tip came undone. This resulted in the helix not being able to retract or advance. There were no adverse pt effects reported. Should additional info become available, this report will be updated.